Event description:
Customer called on (B)(4) 2012 reporting of four erroneously low modular glucose (glucm) results which were noticed while running in critical rerun mode on the unicel dxc 800 synchron system as the original and rerun results did not match. Customer stated that there were other error messages generated on other modular chemistry (mc) tests, such as suppressed results due to out of instrument range low (dl) errors. Erroneously low results were not reported out of the laboratory and customer believed the higher results to be correct. Customer indicated that calibration and qc have been within specification. Customer technical support (cts) advised customer to replace the mc sample syringe due to the mc obstruction errors during the call. Bec field service engineer (fse) was dispatched and had replaced the glucose reagent syringe, cleaned the glucose electrode and cup assembly, and recalibrated the mc sample probe level sense bead. Repairs were then verified per established procedure.

Manufacturer narrative:
Evaluation code - results code - (other): cup assembly and mc sample probe level sense bead.